Manufacturer narrative:
The cerelink icp ventricular catheter was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the following observations were noted: 1. Foreign matter covering sensor areas 2. Received catheter in a drainage tube w/suture 3. Initially icp express read 403; cerelink monitor was acceptable; after trying to balance the sensor both failed. 4. The output of the sensor was found to be no longer balanced or adjusted root cause - the complaint could be verified through failure analysis and the cause of the failure related to be the pressure sensor.

Event description:
N/a.

Event description:
A facility reported a patient was being monitored with cerelink sensor and monitor. Studently, the monitor displayed the alarm: ¿error message: sensor or extension cable failure! Disconnect and replace cable or sensor". They changed cables and monitor but when they reconnected the monitor gave the same alarm. Medical staff decided to remove the sensor and implanted a simple ventricular catheter to continue measuring the icp with an external ventricular drainage system.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.